Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified the grip pin dislodged at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the bumper and gripping test with no issue. The instrument was retested and passed testing on all attempts.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use and no problems were found before surgery. The instrument grip/clevis/pivot pin was not dislodged/missing/loose. No incidence of collision with other instruments or tools confirmed. No fragment fell inside the patient. After the surgeon carefully straightened the wrist joint, the nurse slowly pulled it out with obvious resistance.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) regulatory post market surveillance (rpms) analyst. The following additional information was provided: the image shows the instrument with a protruded tip and product information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed that a pin on the prograsp forceps instrument was protruded. The user further noted that the instrument was difficult to remove. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.